Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. The customer attempted various solutions, including using different wall outlets, adapters, and charging cables, but none resolved the issue. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption.